Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product was hot at the battery pack causing vapor to exit at the blue button of the handpiece. Therefore, there was thermal event.

Manufacturer narrative:
Per information received, the device will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hot at the battery pack probable root cause: 1. Material/design error. 2. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product was hot at the battery pack causing vapor to exit at the blue button of the handpiece. Therefore, there was thermal event.